Manufacturer narrative:
(B)(4).

Event description:
According to the reporter; during a right mastectomy and right sentinel lymph procedure the device was difficult to pull back on its tabs in order to load the suture. It seemed as if the device was jammed. A needle did not fall into the patient cavity. Another manufacturer's reinforcement material was not used. No other manufacturer's products used with the device. There was no unintended colostomy, formal laparotomy, re-operation etc. There was no unanticipated tissue loss. There was no surgical time delayed by more than 30 minutes due to the product problem. There was no injury to the patient reported.

Manufacturer narrative:
(B)(4). Post market vigilance (pmv) led an evaluation of two suturing devices. This evaluation was based on a technical review of all data received from the site, a pmv review of manufacturing records, a pmv review of complaint trends, and an evaluation of the returned devices. No needles were received. The jaw gap of device one was measured and met specifications. The visual inspection of the device one noted witness marks from the needle tip impacting the beveled wall surrounding the needle receptacle. No plastic shearing of the toggle switch was noted. The visual inspection of the device two noted witness marks from the needle tip impacting the beveled wall surrounding the needle receptacle. The jaw gap of device two was measured and did not meet specifications. No plastic shearing of the toggle switch was noted. One of the blades on the tip of the jaw was noted to be bent outward. A pmv needle was loaded onto the device. The needle was found to function properly when applied through layers of test media. Pressure was exerted on the needle in all directions and from both sides of the jaw to simulate clinical conditions. No difficulty was experienced in loading, unloading, or toggling the needle. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate.